Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 12nov2018. International UDI: (B)(4). Philip's field service engineer (fse) performed troubleshooting and confirmed the reported issue. It was recommended that the battery be replaced. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator battery failed. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 02jan19. Date rec¿d by MFR: 13dec18. The philips field service engineer replaced the battery and the issue was resolved. The device was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.